Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20 mm watchman flx laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed and after deployment, an air bubble was noticed in the patient. The physician was unable to aspirate the bubble. It was also noticed at this time that the hemostasis valve cap came off of its threads. The procedure continued and the closure device was successfully implanted. There were no patient complications and the patient is fine. The patient was monitored on a neurological level. Post procedure, the air bubble was noted to have disappeared.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed and after deployment, an air bubble was noticed in the patient. The physician was unable to aspirate the bubble. It was also noticed at this time that the hemostasis valve cap came off of its threads. The procedure continued and the closure device was successfully implanted. There were no patient complications and the patient is fine. The patient was monitored on a neurological level. Post procedure, the air bubble was noted to have disappeared. It was further reported that the air bubble was observed in the left ventricle and dissolved spontaneously. The patient had no abnormality, was doing fine and was discharged two days post procedure.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed and after deployment, an air bubble was noticed in the patient. The physician was unable to aspirate the bubble. It was also noticed at this time that the hemostasis valve cap came off of its threads. The procedure continued and the closure device was successfully implanted. There were no patient complications and the patient is fine. The patient was monitored on a neurological level. Post procedure, the air bubble was noted to have disappeared. It was further reported that the air bubble was observed in the left ventricle and dissolved spontaneously. The patient had no abnormality, was doing fine and was discharged two days post procedure.

Manufacturer narrative:
Herminda, a, et. Al. "Air bubble trapped in the left atrial appendage after occluder delivery" cjc images in cardiology. (2021): pages 693-694.